Event description:
Customer reports that panorama central station has some drop-out which may have affected pt telemetry monitoring. No pt in injury was reported.

Manufacturer narrative:
Mindray rep replaced the elan switch and the issue was resolved.